Manufacturer narrative:
Additional information: device manufacturer date provided. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. No parts or logs have been received by the manufacturer for evaluation.

Event description:
A medtronic representative called and reported that the camera on the navigation system was cycling while in the spine software. When the medtronic representative went into the cranial software and picked an optical procedure, the camera was no longer cycling and the rep was able to see both the reference frame and probe in the tracking view. The representative then rebooted the system and the issue continued in only the spine application. No patient was present during the time of the reported incident.